Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions. No femoral angiogram taken. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are filed under separate medwatch manufacturing report numbers.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a percutaneous coronary intervention. Reportedly, no femoral angiogram was taken prior to initial proglide use. All proglide devices were able to be flushed prior to insertion. After insertion into the anatomy, it was not possible to get good arterial blood flow through the marker lumen of the proglide device. The device was removed and a kink was visible below the area of the foot on the sheath. A second proglide was used with the same result. An angiogram was taken of the access site and calcification was visible. It was noted that the initial stick of the artery may have been in the side wall. A third proglide was used with the same result. Manual arterial compression was used to achieve hemostasis. The procedure was delayed until the next day due to an unrelated proglide issue. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy due to proglide device use. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The marker lumen blockage and kink/bend was confirmed. In this case, it is possible that under insertion of the device or the noted coagulated blood clogging the marker port/lumen contributed to the reported difficulty. Additionally, too much downward or torsional pressure may have contributed to the reported kink and the treatment appears to be related to circumstances of the procedure. It should be noted that the deployment sequence in the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.